Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during inspection, the cs300 intra-aortic balloon pump (iabp) equipment alarm failed to automatically inflate. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the valve group failure was detected and the function parameters of the equipment were normal after the drive valve group was replaced, and it was delivered for clinical use.

Event description:
N/a